Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer reported device failed ground resistance test, passes when checked at the gas outlet port and at oxygen retention plate screw but fails when tested at the proximal pressure port with resistance 1.6 ohm. The rse advised customer to internally zero using simulator by opening the top cover but issue still persists. Customer is sending the device to bench for repair. Bench repair technician evaluated the device and performed tests that passed all safety tests when received. The technician also observed that the o2 inlet and battery were not sent in with the unit. Physical damages to front and rear bezel and top cover. O2 accuracy tests failed at 60% and 100% caused by a defective flow sensor. Bench will perform preventative maintenance to resolve the additional issues that were observed. A new ac cable was installed, and the o2 retention and inlet were found missing and were replaced. These resolved the electrical safety tests. The following were also replaced unrelated to the electrical safety test failure. The flow sensor was replaced to resolve the 02 accuracy tests out of specification, and the front bezel, rear bezel, and top cover were replaced due to physical damage. The system met the specification for the performed service and was returned to use. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H11: the customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer reported device failed ground resistance test, passes when checked at the gas outlet port and at oxygen retention plate screw but fails when tested at the proximal pressure port with resistance 1.6 ohm. The rse advised customer to internally zero using simulator by opening the top cover but issue still persists. Customer is sending the device to bench for repair. Bench repair evaluated the device and performed tests that passed all safety tests when received, could not duplicate reported issue. Bench also observed that the o2 inlet and battery were not sent in with the unit. Physical damages to front and rear bezel and top cover. O2 accuracy tests failed at 60% and 100% caused by a defective flow sensor. Bench will perform preventative maintenance to resolve the additional issues that were observed. A new ac cable was installed, and the o2 retention and inlet were found missing and were replaced. These resolved the electrical safety tests. The following were also replaced unrelated to the electrical safety test failure. The flow sensor was replaced to resolve the 02 accuracy tests out of specification, and the front bezel, rear bezel, and top cover were replaced due to physical damage. The system met the specification for the performed service and was returned to use.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported device failed the ground resistance test, passed when checked at the gas outlet port and at the oxygen retention plate screw but failed when tested at the proximal pressure port with a resistance of 1.6 ohms. The rse advised the customer to internally zero using the simulator by opening the top cover, but the issue still persists. The customer sent the device for bench repair. The bench repair technician evaluated the device. Performed testing and passed the safety tests. The reported issue of the device not passing the electrical safety test could not be duplicated. The device passed the required performance verification tests per philips standards. The technician also observed that the o2 inlet and battery were missing. There were physical damages to the front and rear bezel and top cover. The o2 accuracy tests failed at 60% and 100%, caused by a defective flow sensor. The bench technician will perform preventative maintenance to resolve the additional issues that were observed.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device is not passing electrical safety testing. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer reported device failed ground resistance test, passes when checked at the gas outlet port and at oxygen retention plate screw but fails when tested at the proximal pressure port with resistance 1.6 ohm. The rse advised customer to internally zero using simulator by opening the top cover but issue still persists. Customer is sending the device to bench for repair.